Manufacturer narrative:
The pump was not returned to animas for evaluation. The device history record for this pump was reviewed and the device was operating according to specifications at the time of release.

Event description:
Distributor reported that the pump screen was blank. No additional information regarding the function of the pump was provided.